Manufacturer narrative:
The investigation for the reported aic - controller failure (red alarm) issues has been completed. The device has been returned for evaluation. Root cause of the controller failure is due to a defective purge pressure sensor board. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The console exhibited purge pressure issues. No information available about the resolution. No report of patient harm or injury.